Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Insulin pump also received with minor scratched display window, cracked reservoir tube lip.(B)(4).

Event description:
Customer reported via phone call that the device fell into the pool. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.